Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broke off during broaching (shown in picture). Leaving broach stuck in femur. Where / when did the event occur? Intra-op. Was surgery time extended as a direct result of incident? Yes, 30 minutes. Broach needed to be removed with chisels. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved? Yes. Is litigation indicated or pending? No. Doi: unknown, dor: unknown, unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: the device associated with this report was returned for analysis. The visual examination along with photographic evidence review, confirmed the allegation. It was observed that a fragment of the engaging post was separated from the rest of the part. Broken fragments were returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.